Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain at the ipg site due to the ipg rubbing against belt line. The patient underwent surgical intervention where the ipg was relocated above the belt line on (B)(6) 2017.

Event description:
Follow up information identified the issue is resolved.